Event description:
Female with medical history of degenerative bicuspid stenosis underwent augmentation of her small bicuspid annulus with pericardium and aortic homografy. Subsequently the pericardium calcified. In addition, the homograft calcified and tore along the calcification producing wide open aortic insufficiency with 2 leaflets totally dysfunctional. The homograft was explanted on 11/2/95 and replaced with another co's valve. Site related vent to homograft.